Manufacturer narrative:
Section a4: patient weight: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular (iol) was scratched. The issue was identified after the implantation as the iol was inserted in the eye. It appears that the lens came out scratched as there was no manipulation of the lens prior.. The lens was explanted and replaced with a same model lens with 22.5 d. The issue was not due to use error. There were no medical/surgical interventions planned for future. No other information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 03/20/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection was performed and found damage on the lens surface and the haptic. No further evaluation was performed and no further issues were identified. Conclusion: the complaint issue "cosmetic issue" was not identified during product evaluation. The observed "lens damage" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.